Event description:
The lock on the top of the device keeps coming unlocked. The respiratory therapists have to keep relocking the device. Because of this constant relocking three devices have had to be replaced as the neck of the device cracks.